Event description:
It was reported that the right atrial (ra) lead experienced high thresholds. The ra lead was capped and not replaced. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa, ipg, implanted: (B)(6) 2004. (B)(4).